Event description:
Note: this report addresses the first of two devices that were involved in the same event. Refer to manufacturer report #6000123-2008-00003 for a description of the second device. A rx dilatation balloon and a spybite biopsy forceps were used during an endoscopic retrograde cholangiopancreatography [ercp] procedure in an (B)(6) male pt (weight unk) on (B)(6) 2007. According to the complaint, "the stenoses within the common hepatic duct were brushed for cytology, dilated [using the rx dilatation balloon], and biopsied [using a spybite biopsy forceps]." After the procedure, the pt was discharged and sent home. Reportedly, "the pt presented to his local emergency room [unk date] with right upper quadrant pain, high white blood [cell] count and fever. He returned again a week later (10 days post-procedure). The pt was transferred to (B)(6) hospital where he underwent a repeat ercp [endoscopic retrograde cholangiopancreatography] revealing a leak in the mid-cbd [common bile duct]. [The physician] placed a plastic stent and placed the pt on antibiotics." The pt was "returned to [the] hospital ward for ongoing care", has subsequently been discharged home and is "well." The physician believes that the perforation was related to the "balloon, biopsy or hydrostatic pressure."

Manufacturer narrative:
(B)(4). The lot number was not provided by the user facility; therefore, the manufacture date is unk. The complainant indicated that the device has been discarded and will not be returned for evaluation. A device evaluation cannot be performed; therefore, the relationship between the device and the reported event is undetermined. The (B)(6) 2007 15-month biliary dilator product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).